Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a test failure alarm on the insulin pump and that the insulin pump would count from 1 to 7. The customer stated that this issue did not result in a serious injury or hospitalization. Nothing further reported.